Manufacturer narrative:
The device has been received. The investigation is not complete. A review of the device history indicated that on (B)(6) 2014 at 0758, channel a of the device was programmed to deliver an unspecified IV fluid, at a rate of 200 ml/hr, vtbi (volume to be infused) of 100ml, for a duration of 30 min and delivery was started. On (B)(6) 2014 at 0758, channel b of the device was programmed to deliver an unspecified IV fluid, at a rate of 75 ml/hr, vtbi of 1000 ml, for a duration of 13 hrs 20 min and delivery was started. At 0759, the delivery on channel a was stopped, vtbi changed to 200 ml, for duration of 1 hr and delivery was started. At 859, on channel a, an end of infusion alarm occurred and kvo delivery began and the alarm was silenced. At 0900, the kvo delivery was stopped. At 0900, channel a was programmed for a vtbi of 600 ml, with a calculated duration of 3 hrs and the delivery was started. At 1001 the delivery was stopped and standby mode entered. At 1706, the device was powered off. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the pt received more medication than intended. At 0758, channel a of the device was programmed to deliver normal saline with 20 meq kcl, at a rate of 200 ml/hr, with a vtbi (volume to be infused) of 200 ml and the delivery was started. The container size was reported to be 1000 ml. It was reported channel b of the device was programmed to delivery an unspecified medication, at a rate of 75 ml/hr, with a vtbi of 1000 ml and delivery was started. No further programming parameters were provided. At approximately 0858, the nurse went into the pt's room due to a device alarm indicating the device had changed to kvo mode. At that time, the nurse noted the container on channel a was empty instead of the expected 800 ml remaining. A new solution container was reported to be obtained. Channel a was reprogrammed to deliver a vtbi of 100 ml and the delivery was started. No further programming parameters were provided. There were no reported adverse pt effects. The physician was notified. No medical interventions were required. The device was removed from clinical svc. No add'l info was provided including if therapy was resumed using a replacement device.